Event description:
It was reported to boston scientific corporation that a flexima biliary stent was used in an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the physician attempted to release the stent in the target position, however the stent could not be released. The procedure was completed with another flexima biliary stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "stable". This event has been deemed a reportable event based on the investigation results; stent kinked and guide catheter broke.

Manufacturer narrative:
(B)(4). A visual evaluation found the stent was bent in several locations. The guide catheter was detached, and was kinked and stretched in several locations throughout. The suture was intact and holding the stent as intended. A functional evaluation for stent deployment could not be performed due to the returned condition of the device. Based on the product analysis, it is likely that operational/anatomical factors were encountered during the procedure which may have limited the overall performance of the device. A device under tortuous condition due to patient anatomy or customer use/manipulation/maneuvering can cause the device to bend/coil leading to kinks and bends in the stent and catheters. With the stent and catheters bound by kinks and bends, the device would fail to deploy the stent. Continued effort to deploy the stent would cause stretching of the guide catheter, eventually breaking it. Therefore, 'operational context' is the most probable root cause for the complaint.